Manufacturer narrative:
(B)(4). The report of the sealing ring being damaged was confirmed through investigation of the returned sample. The customer returned one c ompression fitting and two compression sleeves for evaluation. Visual inspection revealed damage to the green compression sleeve in the form of a cut through the lumen but not completely around the sleeve. This likely caused the sealing issue reported. Dimensional testing was performed and all measurements were in specification except the distal inner diameter of the compression fitting when measured with calipers. The measurement was in specification limits with a pin gauge. During manufacturing inspection for this part, the measurement test method is a pin gauge confirming how this passed initial inspection. The measurement difference per test method is indicative of a concentricity issue rather than a dimensional issue. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, it was concluded that this issue was related to design of the compression sleeve and cap junction. Further actions have been initiated under teleflex quality system to evaluate this issue.

Event description:
It was reported that: "the customer complains that the catheters dont sealed when screwed together. They feel that the material of the sealing ring is brittle and is damaged when the catheter is screwed together. I have two examples that show that the rings are torn. There was no harm to the patients."

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "the customer complains that the catheters dont sealed when screwed together. They feel that the material of the sealing ring is brittle and is damaged when the catheter is screwed together. I have two examples that show that the rings are torn. There was no harm to the patients."